Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received one inappropriate shock and was seen in the clinic. It was found that there were out-of-range impedances on the right ventricular (rv) lead. A lead fracture was suspected, and the therapies were programmed off. The patient was hospitalized overnight as they were scheduled for a lead revision the next day. At the lead revision procedure the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.